Manufacturer narrative:
(B)(4).

Event description:
Procedure: gastrectomy. According to the reporter: upon activation during bowel surgery, no staple was present lengthwise, which necessitated the removal of another small part of the bowel. Another device was used without further consequences. There was no extension of surgery time, and there were no additional adverse events. The device will be returned for evaluation. The account reports that no reinforcement material was used, and that the patient is currently doing well.

Manufacturer narrative:
(B)(4). Date follow up 01 sent 1/5/2016. Evaluation summary: post market vigilance (pmv) led an evaluation of one ta* 90 - 3.5 stapler opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident states that during a gastrectomy procedure no clip was present lengthwise. The instrument was received loaded with a 3.5mm single use loading unit (sulu). Visual inspection of the sulu cartridge noted that a full staple complement was present. Functionally, the instrument and sulu were applied to test media with proper staple formation. Visual and functional testing of the returned sample confirmed the product met quality release specifications and the reported condition was not confirmed. A review of the device history record indicates this device lot number was released meeting all quality specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. Although the reported condition was not confirmed, it may occur when the user mistakes the tactile pre-clamp feature for the full firing stroke. This feature allows the handle to be released, without returning to its original position, for final positioning of the tissue. After the tissue is properly positioned, the handle stroke must be continued to full clamp position. Staples will only fire after the fully clamped handle returns to its original position and is squeezed a second time. The file will be closed as fired satisfactorily as the device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.